Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve malfunctioned. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).